Manufacturer narrative:
Upon investigation of the actual device used in this incident it was determined that auxilliary drawer 3 has broken full height rails. The field service engineer replaced defective inseparable magnet and broken full height rails on drawer 3 to resolve the issue the contact information was kept blank due to the reported issues that were found by the field service technician while on site. The system functioned as intended after the field service engineer troubleshooted the device.

Event description:
It was reported when using the bd pyxis medstation system auxillary drawer 3 has broken full height rails. The customer managed to get medication from a different location.this incident did not cause any delays in patient care and there was no patient harm. However, there were no adverse events or injuries reported based on this event.